Event description:
A (B)(6) male was operated for a retinal detachment on (B)(6) 2012 in (B)(6). Perfluorocarbon liquids were used. (B)(6) - was injected into the eye. We had never before used this type of silicon oil. This product is also sold in the us. From the next day he developed what appeared as an unusual retinal inflammatory reaction. In 72 hours, the pt had a necrotizing and vasculo obliterating retinitis that led to hand movements vision. It was erroneously interpreted and treated as a viral/bacterial infection. On (B)(6) 2012, a second pt was operated and heavy syl was also used, having an identical reaction, from which we presume the problem is due to this type of silicon oil. Al.chi.mi.a srl's representatives in the us: (B)(4). Ganciclovir, fortum, vancomicin.